Manufacturer narrative:
Device received fully deployed with the slide insert visible through the viewing window. Data downloaded from the device indicates it ran for 1569 pulses before being deactivated, administered several boluses, and maintained a basal rate throughout the run. Nothing was found that would indicate a needle mechanism failure has occurred. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 256 mg/dl while wearing the pod for more than 48 hours. The patient stated that the pink slide did not move forward. The pod was leaking insulin. When removed from the infusion site (leg), the pod's cannula appeared bent. As treatment for hyperglycemia, a new pod was applied.